Event description:
Customer stated that the drill overheated during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings. Corroded bearings can increase the friction among the rotating components of the device which can result in generation of heat.